Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the free wheel hubs have fallen apart from wheel on both sides.